Event description:
It was reported that during a da Vinci-assisted procedure, the tip of the Harmonic Ace instrument blade broke and a fragment fell into the patient; the fragment was retrieved during the same procedure under direct vision. There was no instrument collision. Intuitive Surgical, Inc. (ISI) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The Harmonic Ace instrument has been received for failure analysis; however, the evaluation has not been completed. Blank MDR fields:The missing patient information in sections A and B was either unknown, unavailable, not provided, or not applicable.The Expiration Date for Section D4 is not applicable.Field D6 is blank because the product is not implantable.Information for the blank fields in Section E1 is not available.Fields G5 and G7 are not applicable.Field H10 is blank as there are no related report numbers.